Manufacturer narrative:
Based upon analysis of the customer's software data logs, a (B)(4) usb flash drive was sent to them on (B)(4) 2016, so that the software could be upgraded to correct the reported problem. However, the site's current computer could not be re-imaged to win 7 because of a "(B)(4)" driver issue. Subsequently, a replacement hemo computer, pre-installed with win 7, was sent to the customer on (B)(4) 2016. Merge healthcare is continuing to communicate with the site to ensure the problem was corrected. The site returned the complainant computer on (B)(4) 2016, and the evaluation confirmed it had faulty software. Newer software was installed and it passed all testing. The computer was returned to service stock.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that waveforms were not displaying correctly during an active case. The lines were present on the EKG monitor as well as when played back in full disclosure mode. The device failed to perform an essential function which may lead to delay in diagnosis and/or treatment of patients; however, the customer reported that the procedure was completed successfully. (B)(4).